Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected rupture and moderate breast tenderness", "the pain was secondary to the possible rupture". Later patient reported "not having a connective tissue diagnosis". This record is for left side. Device was explanted and replaced.